Event description:
This was a spontaneous report from a (B)(6) female consumer reporting on herself. The consumer reported using two precise pain relieving heat patch (no active ingredient) once on (B)(6)-2010 for lower back pain (l1). The following day, the application site area was red and a burn was noticed by her husband, daughter, and care giver. As treatment, bacitracin cream was applied to stop the burning. As of (B)(6)-2010, the outcome of the events were not resolved. This case is serious (medically significant). This case version was created for the purposes of quality improvement. Upon review, the following correction was made: previously reported initial received date was updated to (B)(6) 2010. Additional info was received from the consumer on 27-jul-2010. On an unk date, the consumer was hospitalized for burn caused from the product. On (B)(6)-2010, she was discharged. The consumer also reported at the application site "the skin came off". At the time of reporting, the outcome of the event was not resolved. This case is serious (hospitalization and medically significant).

Manufacturer narrative:
At this time the device has not been returned for failure analysis/laboratory testing. Given the circumstances of the reported event(s) and the known mechanism of action of the device, a causal association with the device is possible.